Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic adnexectomy on (B)(6) 2018 and suture was used. During the procedure, the needle was broken at the body part during dermostitch by interrupted suturing. The needle fragment was visually confirmed and retrieved. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/04/2018. Device evaluation summary: a failed suture needle was received for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.